Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy automated peritoneal dialysis (apd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis manifested as abdominal pain and was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin (dose and frequency unknown) ip for peritonitis. The patient was re-trained on a proper aseptic technique. The patient was discharged from the hospital. The patient was recovering from this peritonitis event. This is report 5 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12l07031. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4)